Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Voluntary medwatch # (B)(4). It was reported that during a percutaneous coronary intervention, removal difficulties were encountered and a shaft break occurred. The "severe" target lesions were located in the bifurcating system of the left anterior descending (lad) artery and the right coronary artery (rca). A 2.0x12mm apex balloon catheter was utilized and while treating the rca, a portion of the catheter became stuck. While attempting to remove it, "the wire broke". The procedure was completed and a portion of the catheter remained inside the rca. Two days post procedure an unsuccessful second attempt was made to remove the device fragment. The patient has since received an operation to bypass the portion of the artery where the fragment remains.

Event description:
User facility medwatch # (B)(4). Voluntary medwatch # (B)(4). It was reported that during a percutaneous coronary intervention, removal difficulties were encountered and a shaft break occurred. The ''severe'' target lesions were located in the bifurcating system of the left anterior descending (lad) artery and the right coronary artery (rca). A 2.0x12mm apex balloon catheter was utilized and while treating the rca, a portion of the catheter became stuck. While attempting to remove it, ''the wire broke.'' The procedure was completed and a portion of the catheter remained inside the rca. Two days post procedure an unsuccessful second attempt was made to remove the device fragment. The patient has since received an operation to bypass the portion of the artery where the fragment remains.